Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during laser firing that resulted in an incomplete cut of flap due to patient movement with an intralase patient interface (pi). It was noted that patient was sent home and the surgeon will wait till vision is stable to complete procedure, going 10 microns deeper if doing side cut only and decrease diameter. There was no patient injury reported and no loss of best corrected visual acuity(bcva).